Manufacturer narrative:
Requests have been made to obtain more specific details from the initial reporter. Should more specific details be provided, additional reports and follow up information will be submitted.

Event description:
Per customer "many thanks for the recent urgent field safety notice for the lift head. We have recently discussed this at one of our consultant meetings here. Myself and quite a few of my hip colleagues locally have significant concerns regarding the lift heads and also the v40 trunnion. We are now seeing a lot of patients with metallosis and alval secondary to trunnionosis. The urgent field safety notice suggests it is 36 +5 heads and above, however, I think this is misleading. I am seeing the lift heads fail in 32 minus all the way through to the plus range and also in the 36 minus heads 0 and plus. As such, unfortunately, this is only the tip of the iceberg and the failure is the lift heads across the range particularly 32 and 36. There are very few 40 and 44 mm out there but I think the 32 and the 36 should certainly be included."